Manufacturer narrative:
(B)(4). The device was returned for evaluation. Shaft kink was not confirmed; however, shaft separation was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to use, the 3.0x23 rx xience prime hub was found to be kinked. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. Return device analysis revealed that the hypotube was separated at the distal end of the strain relief tubing. Additional reported information indicates that the site was unaware of the hypotube separation and could not confirm when it occurred. No additional information was provided.